Event description:
The user received an erroneous pth result for one pt sample. The sample was a baseline sample and the first of a series collected intra-operative during surgery. The initial result was 18.3 pg per ml. The results for the other samples in the series were 54.8, 28.3 and 16.8 pg per ml with 15-20 minutes between measurements. The surgeon called and did not believe the original baseline result and asked the lab to repeat testing. The sample was repeated in the same sample cup without recentrifugation by the same operator and the result was then 80.23 pg per ml. There were no adverse affects to the pt since the doctor did not believe the baseline result could be that low.

Manufacturer narrative:
The field service rep could not find a cause and noted he checked the instrument and ran performance tests with all parameters within specifications.